Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that they experienced high blood glucose and had 17 or 18 incidents of diabetic ketoacidosis between (B)(6) of 2020 and (B)(6) of 2021. The customer blood glucose level was 200 mg/dl to 260 mg/dl. Customer experienced symptoms such as abdominal pain. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.